Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample is received and reviewed.

Event description:
PICC removed december 13th due to crack and leaking at hub ¿ indwelling 3 days.